Manufacturer narrative:
H6 - medical device problem code - 1494: acd <3.00mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -14.0 diopter implantable collamer lens into the patient's right eye (od) on 19-may-2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was explanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).